Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown healthcare provider of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient's husband told caller the ins was 'not working and did not know what 'not working' meant. Technical services reviewed is mostly likely eos. There were no further symptoms or complications reported or anticipated.